Event description:
On (B)(6) 2025, the user reported that the ilet touchscreen was intermittently unresponsive in the top left corner of the display. During the support call, the touchscreen resumed normal function and the device was restarted for precautionary purposes. No impact to insulin delivery, glucose control, or patient health was reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.